Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a (B)(6) study regarding a patient receiving lioresal (2000.0 mcg/ml at 125.0 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the patient had a pump pocket infection. The patient presented with redness, swelling, tenderness over the pump site, cellulitis, and palpable fluid under the skin. The patient had a fever of 101 degrees fahrenheit. An examination on (B)(6) 2016 gave results of cellulitis over the pump site, a fever, and tenderness. A blood culture revealed (B)(6), and questionable clinical significance. A gram stain from a swab obtained from the abdominal wall near the baclofen pump gave results of no growth in seven days, no organisms, no white blood cells (not polymorphonuclear leukocytes). An anaerobic culture swab of the abdominal wall near the baclofen pump gave results of (B)(6), coagulase (B)(6) growth in broth culture only, and questionable clinical significance. The entire system was explanted and not replaced on (B)(6) 2016. The event resulted in in-patient hospitalization. The outcome of the event was noted as ongoing. The etiology of the event was noted as related to the device or therapy and possibly related to the implant procedure.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.